Event description:
Same event as MFR report #: 2134265-2008-03200. During a percutaneous coronary intervention, stent dislodgement and catheter breakage occurred. The indication for the procedure was stenosis. The 75% stenosed and moderately calcified lesion being treated was located in the moderately tortuous left circumflex artery (lcx). The lesion was 23mm long and vessel diameter was 3mm. The lesion was predilated with a 2 x 20mm maverick balloon. Stenosis immediately following predilation was 30%. The physician encountered significant resistance during insertion of the 3 x 28mm taxus libertã© drug-eluting stent, and removed it from the body. A second predilation was completed with another manufacturer's 3 x 11mm balloon. The same 3 x 28mm taxus libertã© was reinserted, however resistance was once again encountered. During retrieval of the stent delivery system, the stent dislodged from the balloon at the aorta and migrated to the right femoral artery. No retrieval attempt was made. The physician then attempted to advance a 3 x 12mm taxus libertã© drug-eluting stent delivery system, however difficulties were encountered again.again the physician predilated with a another manufacturer's 3 x 11mm balloon however the physician was still unable to advance the stent delivery system to the lesion. During the removal of this stent delivery system, a portion of the stent delivery system catheter broke outside of the patient, therefore the physician ended the procedure. No patient complications were reported, and patient status was reported as stable.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint and also revealed a hypotube fracture. The delivery device without the stent on the balloon was received and a hypotube fracture was observed. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The catheter also exhibited a fracture of the hypotube located 40.6 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The most probable root cause will be considered operational context.